Event description:
Customer reportedly received the following results on the advantage system within 10 mins: 213 mg/dl, 342 mg/dl, 128 mg/dl, 127 mg/dl, 121 mg/dl, and 131 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.